Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons, alarmed button error and failed battery test. The customer stated that they were trying to deliver a bolus, pressed the act button, pressed esc and the insulin pump locked up. The customer removed and reinserted the battery, the insulin pump alarmed failed battery test and button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 155mg/dl at the time of the incident. The customer stated that they were unable to view if the clock on the insulin pump advanced when observed for one minute due to the button error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer mentioned that they woke up with a blood glucose level of 41mg/dl the morning of the call. The customer treated with food and troubleshooting could not be performed for the low reading due to the button error on the insulin pump. The product will be returned for analysis.